Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. Per visual inspection: no physical damage to cartridge holder or inpen front shell was noted. Dose button broke off. Unit paired successfully to commercial app with a small dosage. Inpen received with leadscrew 1/4 of travel. Inpen failed dialing alignment. Tick mark does not align in the gage window when dialing to desirable doses to pair unit. Unable to perform displacement dose accuracy and baseline and wireless functionality test due to broken off dose button exposing electronic assembly, however the inpen was able to dial properly. Inpen passed front cap investigation. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s inpen cap was loose, and injection button detached from inpen the customer reported no adverse event. The event involved product mmt-105nnpkna. Troubleshooting was performed. Instructed the customer to revert to backup plan as per health care professional instructions. No harm requiring medical intervention was reported. Mmt-105nnpkna was requested and customer response the device was returned for analysis. The customer will discontinue the use of the device.